Event description:
Physician was removing a porta-catheter in surgery. When catheter was removed, it was noted that some portion of the tip end was missing. Pt was sent to special procedures for removal. The missing portion of the catheter was found in the right pulmonary artery. It was removed under x-ray image guidance. The pt had no ill effects from the event. The time frame of implantation is appropriate according to mfg guidelines. This particular catheter is routinely used at this facility with no history of problems. The device was not checked by the biomedical engineering dept following this incident. Nor was it known if the point of separation was evaluated to see if the cause of the break could be determined.